Event description:
Boston scientific received information that the pt experienced diaphragmatic stimulation. The right atrial lead was observed to have dislodged as it had dropped into the right ventrical. The lead was explanted and replaced with another manufacturer's lead. No adverse pt effects were reported. No explant date was provided.